Event description:
In 2010, after getting the essure done I began to experience extreme pain in the lower abdomen, heavy periods and sometime missing periods. When I have pain, I usually have to go into the emergency room because it becomes unbearable.